Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video bariatric surgery (sleeve), the device was unable to fire, green button was unable to be pressed even when the handle was squeezed. A new device was used in order to complete the case. No patient injury.